Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2013. No patient sample or customer product was returned to immucor for immucor investigation.

Event description:
On (B)(6) 2013, a customer reported obtaining unexpected negative antibody screen results with capture-r ready-screen (3), when used on the galileo echo.